Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster was deployed with a max pressure of 10 atmospheres (atm). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU, deployment procedure section) states; deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU specifies the nominal rated burst pressure (rbp) is 15 atmospheres (atm). It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment(s) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left anterior descending artery. A 2.8x19mm rx graftmaster covered stent was deployed at 10 atmospheres, but the perforation was not sealed. A balloon was used to successfully seal the perforation. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.